Event description:
It was reported that increasing threshold levels of the patients right ventricular (rv) lead prompted an intervention to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. All electrical testing was within specified parameters. A cut was observed on the overlay tubing, but the cut did not appear to breach the outer insulation and blood ingression was not observed. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.